Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
Pt status post lumbar fusion l4-l5 returned to surgeon for two months post op visit. An x-ray showed the screw head pulled out of the rod with the locking cap still in place and the screw rotated at left l4. Surgeon is not removing the hardware at this time. Surgeon noted a 10nm torque limiting ratchet was used to tighten the construct. This is three of three reports for this event.